Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit displayed an e-1 error message and was getting stuck in standby mode.